Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Manufacturer narrative:
(B)(4). Upon initial analysis it was noted that the device had no telemetry. Further analysis will be performed. Upon detailed analysis this investigation will be updated.

Event description:
Boston scientific received information that this patient phoned the hospital due to hearing beeping tones on the device every six hours. The device was interrogated at the hospital and fault code 1003 was displayed and it was found that a warning of "voltage is too low for remaining projected remaining capacity" was recorded in (B)(6) 2014. This information was sent to technical services. Technical services recommended immediate device replaced and asked to provide device data. Further review of the data disk noted that the device declared a low voltage fault and no other faults or resets were stored within the device. Engineering analysis confirmed that the device is malfunctioning and should be replaced and returned. A device replacement procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information provided noted that this device was explanted and replaced. The device will be returned for analysis. Upon analysis this investigation will be updated.

Event description:
-

Event description:
--